Manufacturer narrative:
(B)(6). The complaint device was not returned to bsc for analysis. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 99% stenosed lesion was located in a severely calcified and moderately tortuous left anterior descending artery. The 1.5x15mm apex push balloon was being used for predilatation. On the first inflation the balloon was inflated for fifteen seconds at ten atmospheres and ruptured. The balloon was removed intact. The procedure was completed with another of the same device. The pt's status is good with no complications reported.